Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by the patient felt uncomfortable&#56224;on the same day as diagnosis, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown, but was reported to be due to cold. On an unreported date during hospitalization, the patient began treatment with gentamicin once daily intraperitoneally (dosage and duration not reported) and cephalosporin once daily intraperitoneally (dosage and duration not reported) for the peritonitis event. Antibiotic treatment was ongoing. Dianeal therapy was ongoing. Hospitalization was ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). After thirteen days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event (previously, the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.